Event description:
The pt reportedly experienced sound percept problems and a decrease in performance. In june 2004, the pt was seen by a company representative. Testing performed confirmed that the device was functioning. Programming changes were made. The pt continued to be monitored by the center. 5 months later , the pt's device was explanted without prior notification to the company.